Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with pillowing keypad overlay during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 18-nov-2022 at 06:30:17.000 during bolus delivery. No pump error 4 or pump error 53 alarms during testing. Pump error 4 was present in the history download on event date of 17-nov-2022 at 06:56:26.000. (File number= 32122, line number= 2690). Pump error 53 was present in the history download on event date of 17-nov-2022 at 06:56:26.000. (File number: 41, line number: 707). Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. Note from software r&d pump analysis log: "faults are not registered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. Sw error during sending event to rfm thread. Type of error is unknown.". Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Pump error 4 and pump error 53 confirmed due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer received pump error 4.  No harm requiring medical intervention was reported. Troubleshooting was not performed.  The customer will discontinue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g ous insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.